Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the uninterrupted power supply (ups) battery cartridge system required replacement. The imaging system then passed the system checkout and was found to be fully functional. No parts were returned to the manufacturer for analysis.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the uninterruptible power supply (ups) batteries on the mobile viewing station (mvs) were found to be weak and required replacement. There was no patient present at the time this issue was observed.

Manufacturer narrative:
Updated report source. Correction: initial reporter.